Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead oversensed myopotential noise resulting in an inappropriate shock. Associated with this clinical observation was high out-of-range pacing impedances. All other lead measurements were stable and within normal limits. Attempts to recreate the oversensed noise was successful with pocket manipulation. The patient was hospitalized and the device therapy was disabled. Surgical intervention likely however as of today the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 170-180 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.